Manufacturer narrative:
Article citation: bresnick s. D. (2026). Silicone axillary lymphadenopathy associated with rupture of fourth-generation cohesive silicone breast implants following breast augmentation. Aesthetic surgery journal, sjag024. Advance online publication. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "silicone-associated axillary lymphadenopathy."

Event description:
Through journal article "silicone axillary lymphadenopathy associated with rupture of fourth-generation cohesive silicone breast implants following breast augmentation", healthcare professional reported 79 patients with allergan-manufactured breast implants presented with "rupture" (89 breasts - 10 bilateral cases), diagnosed via MRI/ultrasound. 75 breasts had intracapsular ruptures and 14 breasts had extracapsular ruptures. 13 breasts were affected by "silicone-associated axillary lymphadenopathy (sal)", 11 among the breasts with intracapsular ruptures and 2 among the breasts with extracapsular ruptures. The devices were explanted.